Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in office visit, this device's data rate plot illustrated a delay in shock therapy. The time to therapy was approximately four minutes from the start of the arrhythmia, to shock delivery. Further data review was illustrating the rate falling into the dissemination zone with sensing markers during a monomorphic ventricular tachycardia. Oversensing likely contributed to shock delivery. Clinical information is not suggestive of any programming changes and no resulting adverse patient effects were documented. To date, this device remains implanted and in service. Subsequently a second treated episode approximately two years later, exhibited another delay in time to therapy. The calculated time to therapy in episode two was approximately four minutes; similar to episode one. It remained unclear why the delay in time to therapy has occurred. The rate in episode two was in the conditional zone with both s and t markers observed. The device delivered shock was successful with no resulting adverse effects and no system changes noted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in office visit, this device's data rate plot illustrated a delay in shock therapy. The time to therapy was approximately four minutes from the start of the arrhythmia, to shock delivery. Further data review was illustrating the rate falling into the discrimation zone with sensing markers during a monomorphic ventricular tachycardia. Oversensing likely contributed to shock delivery. Clinical information is not suggestive of any programming changes and no resulting adverse patient effects were documented. To date, this device remains implanted and in service.